Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 41 mg/dl, and the meter bg reading ranged from 181 mg/dl to 182 mg/dl. No additional patient or event information was available. Reportedly, the customer entered calibrations from two different bg meters into pump. A replacement sensor was sent to the customer.